Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm emerge balloon catheter was advanced for dilation. However, during the procedure, it was noticed that the balloon ruptured. Subsequently, another 2.25mm x 12mm nc emerge balloon catheter was advanced, but it also ruptured. Both devices were pulled and removed from the patient. The procedure was completed with a different device with no patient complications reported. The patient was in good condition.